Event description:
Same pt as MFR ID: 1649384-2012-00087, -00088, -00089. It was reported that following a posterior cervical spinal fusion surgery, two closure tops backed out. Pt originally underwent index procedure in (B)(6) 2012 and subsequently underwent revision surgery in (B)(6) 2012, due to a fall. Pt had new nexlink screws and closure tops placed at c2 and screws removed from c3 with previous screws remaining to t1. Rods and closure tops were replaced. A routine follow up xray the week of (B)(6) 2012, revealed that the closure tops at c2 were no longer holding the rods in place, and were free floating . The pt is asymptomatic and there is no plan to revise at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could no be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.